Manufacturer narrative:
Initial reporter address: (B)(6). The event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device was unable to rotate clockwise for bands deployment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block e1: the event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a0401 for the reportable event of handle broken. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured, and the slack was not taken up correctly. The tripwire was rolled in the handle assembly. Five bands returned deployed and the ligator head returned without bands attached. The suture was intact, and it was attached to the distal trip wire loop. Microscopic investigation was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. The reported event was not confirmed. The handle could be rotated when tested and there were no problems found with the handle assembly. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can affect the overall performance of the device by causing the trip wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension applied to the device can lead to the damage seen on the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device was unable to rotate clockwise for bands deployment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device was unable to rotate clockwise for bands deployment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6) section e: the event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a0401 for the reportable event of handle broken. Medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured, and the slack was not taken up correctly. The tripwire was rolled in the handle assembly. Five bands returned deployed and the ligator head returned without bands attached. The suture was intact, and it was attached to the distal trip wire loop. Microscopic investigation was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. The reported event of handle won't turn was not confirmed; however, the event of failure to deploy bands was confirmed. The handle could be rotated when tested and there were no problems found with the handle assembly. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can affect the overall performance of the device by causing the trip wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension applied to the device can lead to the damage seen on the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: a1 (patient identifier), a2 (age at time of event), a4 (weight), (unit of measure - weight), h6 (device code), h10 (additional MFR narrative)